Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose levels began to rise while using the pod. Despite administering multiple correction boluses, the glucose levels did not decrease and remained elevated. On (B)(6) 2026, the patient sought medical attention due to persistent hyperglycemia. The patient stated that increased thirst was the only symptom. The patient was evaluated in the emergency room, where she remained for approximately 6.5 hours, and was discharged the same day. The patient reported receiving a diagnosis of high blood glucose and was treated with an insulin drip during her visit. The patient stated that her glucose level was over 30 mmol/l (540 mg/dl). Additionally, the patient also reported smelling insulin; however, the pod was not wet, and no visible insulin leakage was observed.